Manufacturer narrative:
Physio control supplied troubleshooting assistance and svc manual info to the customer for repair.

Event description:
Found during testing, according to the reporter, the device will charge, but will not discharge or dump the energy in the storage capacitor except when the device is powered off. No pt was associated with the reported issue.